Event description:
It was reported that the pt had positioning difficulty of a deep brain stimulation lead for his dystonia. After multiple programming adjustments spanning several months, there was very little change detected in the pt's movements. The pt had a 'recent fall' in 2007. An x-ray in nine months later showed that one of the leads appeared to be kinked and could have limited the pt's progress. The pt was at home. The hcp and family were considering a lead revision.

Manufacturer narrative:
.